Manufacturer narrative:
No patient information provided as no patient was involved in this concern.device manufacturing date is unavailable.a medtronic representative went to the site to test the equipment. Testing revealed that the axiem box was receiving power but had no communication with navigation system. Upon opening emitter details all ports read not present as well as emitter. Plugging the axiem cable into another usb port and this resolved the issue and representative had informed the site. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem box was not communicating with the emitter and various trackers. The axiem box had power but showed red status for all communication under axiem details. The em interface did not show faults. The site attempted to connect another axiem box with the system without resolution. The site then attempted to connect both axiem boxes to a different navigation system and both axiem boxes worked correctly. No patient was present.

Manufacturer narrative:
Additional information: manufacture date provided.